Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with bleeding lcd glass and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
It was reported via phone call that the pump alarmed motor error and it had physical damage. The customer declined troubleshooting for motor error. The customer's blood glucose was 190mg/dl.